Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 17apr2018, fse arrived at the site to address the reported event. Fse performed various alignments, adjustments, and macro tests. All macro tests passed. Next, fse adjusted the incubator belt tension and realigned the incubator, which corrected the error code. He was subsequently able to run daily maintenance and ferritin quality control (qc) results returned within range. No further issues were noted and no further action was required by field service. A (B)(4) complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2017 through (B)(6) 2018. There were two similar complaints identified during the search period. The aia-900 service manual rev b; chapter8 - troubleshooting - error messages was reviewed. The 4271 incubator home detect error: the a1a-900 service manual under chapter 8- troubleshooting indicates that the 4271 incubator home detect error message is generated when the home sensor s120 fails to be activated after the incubator moves toward the home position. Measurements will be interrupted. The operator is instructed to contact the service department and check s120 and pm120 for possible malfunction. The 4153 c. Tran-z home overrun: the aia-900 service manual under chapter 8- troubleshooting indicates that the 4153 c. Tran-z home overrun error message is generated when the home sensor s062, which is not supposed to be activated after the cup transfer z - axis moves, was activated. No further operation will take place and an mf flag will be attached to the measurement result. The operator is instructed to contact the service department, check s062, check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due to incubator misalignment.

Event description:
On (B)(6) 2018, the customer reported receiving "error 4153 c. Tran-z home overrun" and "4271 incubator home detect error" on the aia-900 analyzer. The customer powered down the analyzer to clean the pick-up arm with alcohol, and then repeated daily checks. Cleaning the pick-up arm was successful in resolving the "error 4153 c. Tran-z home overrun", but the "4271 incubator detect home error" persisted. Technical support (ts) instructed the customer to clean out the incubator, remove the" sideways" cup, clean the pick-up arm, then reboot and repeat the daily check. Troubleshooting efforts did not resolve the error. The customer was unable to run alfa feta protein (afp). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.